Manufacturer narrative:
The patient underwent successful revision surgery resulting in the implantation of a new proximal humerus bayley walker. The cause of failure for the prior implant was attributed to the patient falling a couple of times. Patient falls are documented in a final report from the (B)(4) dated 25-sept-2014 (ref. Patient file (B)(4)). An x-ray review identified no device or manufacturing related issues. This complaint is being closed, and is being tracked and trended.

Event description:
On (B)(6) 2014, the patient was implanted with a custom proximal humerus replacement implant for treatment of osteosarcoma of the right proximal humerus. The patient's recent medical history includes "patient c/o of mid-humerus pain, states a hx of bone cancer with surgery in 3-14. States he has fallen a couple of times and feels he may have done damage to the prosthesis". The patient's CT scan concluded "there is a concern for loosening intramedullary component distal humeral prosthesis with disruption distal cement interface and bony reaction mid humerus at interface bone and prosthesis. No evidence of fracture of pathologic lesion". The surgeon has requested a new custom proximal humerus implant; the revision procedure has not yet been scheduled. This is a supplemental report to 3004105610-2014-00045 ((B)(4)).

Event description:
On (B)(6) 2014, the pt was implanted with a custom proximal humerus replacement implant for treatment of osteosarcoma of the right proximal humerus. The pt's recent medical history includes "pt c/o of mid-hymerus pain, states a hx of bone cancer with surgery in (B)(6) 2014. States he has fallen a couple of times and feels he may have done damage to the prosthesis". The pt's CT scan concluded "there is a concern for loosening intermedullary component distal humeral prosthesis with disruption distal cement interface and bony reaction mid humerus at interface bone and prosthesis. No evidence of fracture or pathologic lesion". The surgeon has requested a new custom proximal humerus implant; the revision procedure has not yet been scheduled.

Manufacturer narrative:
The investigation is on-going; additional info and the return of the device are being requested. A supplemental report will be provided.